Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found that the insulation was abraded due to friction with the ICD can. Reliability laboratory technician; no complaint was received with return of the device. Failure (event) observed during analysis.